Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the keypad was observed. The device's keypad and front panel/keypad led board were replaced to address the issue.